Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Product details were not provided. As the lot # is unknown, the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 2.9 mmol/l on a contour next one meter. Upon retesting on an alternate contour next one meter, a reading of 5.7 mmol/l was obtained. The customer took 4 units of insulin, which is his normal insulin dosage. The customer felt no symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer continues to use his meter. The device is not expected to be returned for evaluation.